Event description:
It was reported that there was intermittent ventricular undersensing noted during an episode of ventricular tachycardia (vt). The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 507652 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.